Event description:
User received intermittent high results for folate since 2008. Twelve patients were involved. One example was provided. Initial result 15.9 ng/ml, repeat performed in the same month, resulted 9.78 ng/ml. Initial results were reported and corrected reports were sent out. No patients were adversely affected. The field service representative determined the cause was possible reagent degradation and noted the user had already replaced the reagent pack prior to his arrival on site. He checked all probes and sippers for alignment and also the washes and wash areas for proper drainage. Performance tests were performed which were within specification.